Event description:
It was reported that the system showed various error messages including a communication failure error message. These errors may result in a system lock up, no boot, or shut down situation. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.